Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered for noise, elevated short v-v episodes, and high rate non sustained episodes. The lead was reprogrammed and the patient was fitted for a life vest. The leas was later capped and replaced. No patient complications have been reported as a result of this event.